Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an ablation procedure to treat a supraventricular tachycardia (svt) on the right atrium, an intellanav mifi open-irrigated catheter was selected for use. Metriq pump and maestro 4000 generator were in use. Flow rate was 60 ml/min. Ablation catheter deemed to not be irrigating appropriately. Potential was compromised since there was a crack on catheter irrigation hub. No error messages were displayed and no noticeable fluid was leaking at handle. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned since it was disposed.

Manufacturer narrative:
Intellanav mifi open-irrigated catheter was not returned; therefore, product analysis could not be performed. However there is a picture attached in the complaint and is possible to confirm the irrigation extension tubing is observed partially detach from the luer fitting at the adhesive joint. The reported clinical observation was able to be confirmed.

Event description:
It was reported that during the preparation of an ablation procedure to treat a supraventricular tachycardia (svt) on the right atrium, an intellanav mifi open-irrigated catheter was selected for use. Metriq pump and maestro 4000 generator were in use. Flow rate was 60 ml/min. Ablation catheter deemed to not be irrigating appropriately. Potential was compromised since there was a crack on catheter irrigation hub. No error messages were displayed and no noticeable fluid was leaking at handle. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned since it was disposed.